Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 22, 2025 and section h11 should be reported as: the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that ui (users interface) knob was broken. Air inlet filter and sd card cover were missing. The air outlet port and air inlet had dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Significant dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had significant dust-like contamination in it. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. During an internal and external inspection of humidifier, the manufacturer found that flip lid seal had unknown dust-like contamination on it. White dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate, on the dry box seal, inside water tank and in the iso port (international organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed that there was no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Sections d9, h2, h3 and h6 has been updated in this report.